Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.